Manufacturer narrative:
(B) (4). (B) (4). Detached, clear tip sheared off. Eval summary: the analysis results of the mam3008 (a) found that the tip of the introducer tube detached and sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. The batch record was reviewed and no anomalies were noted during the mfg process. The mam3008 applier (b) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that two different markers would not deploy into the biopsy site. The customer has reported the collagen expanding within the applier tube. The doctor was able to use a third marker to deploy into the biopsy site. There were no pt consequences reported.